Event description:
Attorney reported: in 2001- the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. On the event date, the pt reports restricted movement due to pain and tenderness, rectal dysfunction and bleeding. Note: report from attorney indicates that no dr had attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Note: report from attorney indicates that no dr had attributed the event to the use of or any defect in the perfix plug.